Event description:
A malfunction occurred on a customer's pump, and it was reported without any preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was told to continue using the pump and to contact support again if any issues arise, which they acknowledged and understood.